Event description:
It was reported that the device was missing segments in the display. There was no patient involvement or harm reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4).